Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced fatigue. Upon interrogation, the pulse generator exhibited intermittent output. After device software download, normal function resumed. The patient was stable.